Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer's blood glucose was 4.4 mmol/l. Troubleshooting was done. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Compromised force sensor system alarm during displacement test due to motor high current draw. Insulin pump received with minor scratched display window, cracked reservoir tube lip.